Manufacturer narrative:
Manufacturer lot code was not provided. The reported brand name is the default for when tampon brand was not given. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Customer reported pledget falling into pieces during removal. No remaining pieces. Doctor seen and diagnosed with yeast infection. Topical medication recommended.